Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the bactiseal catheter was visually inspected, no defects were noted. The bactiseal catheter was irrigated, no occlusion was noted. The bactiseal catheter was leak tested, no leaks noted. Review of the history device records for the bactiseal catheters, product code 82-3072 with lot cvhbv3, showed an nr report when released to stock on the (B)(6) 2016, the nr report issue had no link to this complaint. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Product is part of a bactiseal ventricular catheter and distal catheter kit (shunt system). When connected to the valve, the flow would stop, due to possible stricture or blockage in tube. There was no report of surgical delay or injury to the patient.